Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Ref MFR reports: 1627487-2013-07332 and -07333. It was reported the pt had persistent pain at the lead incision site and at the ipg site. The pt reported the lead site was tender when it was touched. The pt reported the lead pain had started two years prior. In addition, the pt was feeling unwanted stimulation in his chest. Reprogramming was attempted. It was reported the pt was receiving stimulation in the pain pattern area, but the unwanted chest stimulation had not been resolved with reprogramming. It was reported the pt was to f/u with the physician regarding the scs system.